Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having breathing difficulties at the prior visit, so rate response was programmed on. Following that, the patient complained of feeling a sensation on the chest when driving, especially on bumpy roads. The device was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.